Manufacturer narrative:
E1: (B)(6) (documented here in its entirety due to character limitations in respective field). The suspect device will not be returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2023-00274.

Event description:
The customer reported to olympus that unbeknownst to the health care provider, the single use distal cover had apparently come off of the evis exera iii duodenovideoscope and into the patient's throat after an endoscopic retrograde pancreatography (ercp) procedure, which caused the patient to go into respiratory distress in the post anesthesia care unit (pacu). The distal cover was suctioned out from the patient's throat and the patient's respiratory status went back to normal. The procedure took about 1 hour and had been completed using the same device without delay. The outcome of the procedure was not impacted. The customer indicated that the scope was functioning properly and that an olympus representative had advised that the distal cover came off probably due to not being put on correctly. An inservice was pending on how to properly put on the distal cover. This event is reported under the following related patient identifiers: (B)(6)- evis exera iii duodenovideoscope. (B)(6)- single use distal cover. This medwatch is for patient identifier (B)(6).

Manufacturer narrative:
Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be identified, the distal cover likely detached from the scope due to the following: 1. The attachment of the distal cover to the endoscope was insufficient, and the distal cover easily detached from the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ this supplemental report includes a correction to d4 (UDI) from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6, h7 and h9 to include information that was inadvertently not included in the previous submissions.